Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. Upon investigation, the monitor displayed the reported service code 104 and 107. The cause for this fault was a damaged j101 connector on the computer/analog board. The root cause for the damaged j101 connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor displayed service code 107 (abnormal shutdown).